Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported on behalf of a customer who indicated that 5 of their sensors were "not sticking" as "some fell off right away or a few days after". No further details were provided. Adc customer service attempted to contact the reporter (three) 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is 2 of 5 submissions. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported on behalf of a customer who indicated that 5 of their sensors were "not sticking" as "some fell off right away or a few days after". No further details were provided. Adc customer service attempted to contact the reporter (three) 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.